Event description:
The technician alleged the brake caster is not holding. No patient impact.

Manufacturer narrative:
The technician found the foot brake steer caster rubber is worn. The technician replaced the brake steer caster to resolve the issue.